Manufacturer narrative:
Physio-control made several attempts to contact the hospital biomedical staff, including contacting the director of biomedical services. The hospital did not respond to any of physio-control's requests for device evaluation results. The device was never returned to physio-control for evaluation, therefore, the root cause of the reported failure could not be determined. A clinical review was performed in-house and it was determined that user error may have contributed to the adverse event. It was observed that the chest leads were placed on the patient, but the device was monitoring in paddles leads. The paddles were seated in the paddles well.

Event description:
A literature search performed by physio-control revealed an article that was linked to a complaint file that was determined at the time not to be reportable. The hospital nursing staff responded to a cardiac arrest call. ECG electrodes were attached to the patient, but no defibrillation electrodes had been attached. The hard paddles were seated in the paddles well. During CPR compressions the device display showed wild carotic artifact and when chest compressions were stopped the device display showed a waveform that looked like fine v-fib and was similar to 60 cycle. It was noted that the device display was set for paddles lead and the device operator switched the device to ECG leads. The reporter stated that the device performed properly when shocks were delivered and no artifact was noted on the monitor when the paddles were placed on the patient's chest. The patient was resuscitated but died 40 hours following the initial cardiac arrest. Following the code the nursing staff turned the device back on, and noted that artifact could be seen on the monitor in paddles lead, when the ECG cable was moved or bumped.